Event description:
The customer reported that the paramedics could not get an ECG waveform via pads.

Manufacturer narrative:
The customer reported that the paramedics could not get an ECG waveform via pads. The involved patient died, but the paramedic has stated that the device was not a factor in that the patient was already doa, and they are required to continue to monitor these patients. The device was evaluated at philips, and the failure was confirmed. The therapy cable and port were replaced to resolve this issue. We are considering this as a malfunction, resulting from an incomplete electrical connection between the two parts.